Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed.

Manufacturer narrative:
This is being reported for a problem found earlier. An investigation of the case logs revealed that there was a merge shift of l5 and si3. The pre-operative merge can be impacted by factors such as the quality of the pre-operative CT, quality of the fluoroscopic images and patient anatomy. Investigation of the case logs show that the patient's anatomy, such as pedicles and endplates, is difficult to identify in the fluoroscopic images due to the low level of contrast in the images as well as the presence of shadows and other artifacts in the images. For the si-lok screws not appearing for merge verification, investigation of the case logs showed that the user initially only had si3 screws planned for the si-lok merge, a minimum of two levels is required to help the software determine where the center of the sacrum is due to the variety of potential si-lok trajectories. Once screws were added at si1, the si-lok levels were visible for merge verification and the user was able to proceed with navigation. Misplaced implants were corrected intraoperatively and there were no reported effects to the patient. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.